Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 10 boluses per day and when they gave a bolus, the ptm (personal therapy manager) would go fast until it got to 90% and then it took anywhere from 1-3 minutes. The agent reviewed information and assisted the patient with clearing data on the handset after which the patient connected to the pump without any issue and was in an expected lockout. The patient was going to monitor the issue and call back if further assistance was needed.